Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient claimed that the sensor patch came off and the sensor wire became lodged inside the patient's abdomen. Patient stated that no portion of the sensor wire was attached to sensor pod nor was it visibly stuck to the patient's skin. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).